Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 3 of 6 MDR's filed for the same event (reference 1825034-2014-08786 & 08799 / 08800 & 09041 / 09043).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, the patient underwent revision procedures on (B)(6) 2014 due to dislocation. Patient underwent a further revision procedure on (B)(6) 2014 due to recurrent dislocation.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 and (B)(6) 2014 due to unknown reasons. Subsequently, patient underwent a revision of the constrained liner on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08786 /- 08799 /-08800).